Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient is complaining of shoulder pain- CT scan revealed loose glenoid (component loosening). No revision has been performed. No other effects noted in report. Subject: (B)(4).